Event description:
It was reported by svc report that the fowler would not lower and the power cord sheathing was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pillow stuck between fowler and litter.